Manufacturer narrative:
Fountas, k., et al (2005). Results of long-term follow-up in patients undergoing anterior screw fixation for type ii and rostral type iii odontoid fractures. Spine. Vol. 3, num. 6, pp 661-669. Authors: USA. This report is for unknown screw/unknown quantity/unknown lot. Unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: fountas, k., et al (2005). Results of long-term follow-up in patients undergoing anterior screw fixation for type ii and rostral type iii odontoid fractures. Spine. Vol. 3, num. 6, pp 661-669. Authors: USA. The objective is to determine primarily the long-term fusion rate after anterior screw fixation and to study the clinical characteristics of patients that have a statistically significant or nonsignificant influence on successful outcome. This is a retrospective analysis of fusion rate for patient having undergoing anterior cannulated screw fixation for type ii and shallow type iii odontoid fractures. Fractures were due to motor vehicle collisions, falls, os odontoideum's with minor trauma, diving, motor cycle accidents, and fights. Thirty-eight patients (race: black and white), 25 males (17-81 years old) and 13 females (31-79 years old) were included in the study. Twenty four patients were implanted with 1 screw and the remaining patients were implanted with 2 screws. Radiologic examination of the cervical spine with plain radiographs was performed at 6 weeks, and 2, 6, 12, and 24 months. Computerized tomography of the upper cervical spine (c1&#12531;) was obtained at 6 months after surgery. Follow-up was available for 31 patients, and the follow-up time ranged from 39 to 87 months (mean 58.4). Complications: the remaining patient that experienced no solid fusion after 2 years had abnormal motion confirmed via radiographic. Male patient underwent posterior c1-c2 transarticular screw fixation and wiring fusion stabilization. This is report 2 of 4 for (B)(4). This report is for unknown screw(s). A copy of the literature article is being submitted with this medwatch.